Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the data files showing alert 113s due to low flow in a neonate arctic gel pad. The flow rate dropped to 0.6 lpm and therefore severely limited heater power. Based on a constant pressure and a very low pump speed, they suggested this could have been caused by kinked pad lines. They stated the device was operating as designed and no repair was necessary.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. Baw7667064 revision 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. Corrections: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the data files showing alert 113s due to low flow in a neonate arctic gel pad. The flow rate dropped to 0.6 lpm and therefore severely limited heater power. Based on a constant pressure and a very low pump speed, they suggested this could have been caused by kinked pad lines. They stated the device was operating as designed and no repair was necessary. Per follow up information received via task on 07mar2025, case data was reviewed with technical support and customer, and all agreed the issue was a kinked line. They confirmed therapy completed and device was still in service.